Event description:
The pt was reportedly experiencing sound quality issues, followed by loss of sound and loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing of the device revealed that the device is functional. Surgery to explant the pt's device has been scheduled.